Manufacturer narrative:
UDI: unavailable. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
User facility medwatch report received. Mw# 5037264. Event description: volun 17-jul-2014: I had metallosis from depuy pinnacle implant and was very ill for several years before the doctors ran testes to find my failed implant. I had excruciating pain and problems because of this. The implant kept coming out of place and my pain was constant and agonizing. I have had medical issues ever since they were implanted. (Right implant (B)(6) 2006; left implant (B)(6) 2007). I have had severe migraines and other medical issues, I believe, caused by the pinnacle. Including a hysterectomy for severe cysts in both ovaries, (I had no issues before the implants but had hysterectomy a year after). The next year I had a lodged kidney stone surgery again. My hearing and vision were affected as well and I had hearing tests that showed I was losing my hearing. I believe the metallosis caused that as well the implant kept popping in and out of place and I had unimaginable pain and suffering. The implant finally caused my right leg to break both bones above my angle in a closed compound fracture and I had to have surgery to repair it. (Three months off work). When the doctor finally ran the MRI on my hip, they found a pseudo tumor around it. I had a revision surgery to replace the defective implant. They found metal debris and un heal thy black and yellow tissue around it. They too photos of it and you could see the metal with your human eye. The pinnacle implant was not attached to my hip socket when they went in to remove it.